Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or audio anomaly was noted. The insulin pump had normal operating currents and no damage was found to the isolation tape. All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's insulin pump sounded with a long tone, began to beep, and the keypad became unresponsive and the screen was blank. The customer stated she was then prompted to set the time and date and the screen went blank again. Her blood glucose was 104 mg/dl. The customer also stated there was a crack on the reservoir compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.